Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run, no air in line, patient not affected. Rv: 40, rate: 2.3, given: 59.05. No further information available.